Event description:
Implant fracture after 18 years in situ.

Event description:
Implant fracture after 18 years in situ.

Manufacturer narrative:
Implant region 13 fractured. Construction was a removable prosthesis. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 18 years in situ.